Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned ruler confirms the threaded nut is missing from the device. This piece was not returned with the device. This device show signs of significant wear/usage. The device was manufactured in 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that before the procedure, when the sterile tray case was opened, the ruler was taken apart from csp when sterilized and it was in two pieces, the flat end of ruler was broken off of back end of ruler which in turn did not allow the two pieces of the ruler to stay screwed together. Also the slide part of the ruler was damaged. The ruler was not used in the procedure.